Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure three resolute onyx des were implanted in the lad and rca. Approx. 12 months post index procedure the patient presented with right arm numbness and speech impairment with possible cva. The investigator assessed the event as not related to the device or antiplatelet medication. Sponsor assessed the event as not related to the device or antiplatelet medication. The patient recovered.